Event description:
It was reported that an asymptomatic patient presented in clinic during follow up and far-field r-wave oversensing on the atrial lead was observed via a stored egm. Programming changes were made. Device remains implanted. No further issues with the patient have been noted.